Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a broken sensor. The customer's blood glucose reading was 10.0 mmol/l. The customer stated that one sensor fell apart when opened. The customer stated that the second sensor was not able to insert due to needle break. The customer will be sent 2 new sensors.